Event description:
Customer states that she obtained the following readings on the complete system within 10 minutes: 150 mg/dl and 70 mg/dl. Customer states that she was experiencing a "fibromyalgia fog" at the time of the readings. Customer ate breakfast, and approximately 55-75 minutes later, obtained a reading of 150 mg/dl, within 2 minutes a reading of 70 mg/dl, and then states she went into shock. Customer states that one hour later she regained consciousness and tested at 90 mg/dl. Customer did not self-treat based upon the 90 mg/dl. No delay in treatment reported with comparison readings. Requested return of suspect device and strips; however, customer no longer has strips to return. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.